Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was unable to boot up and displayed an error. It was also noted that the stylus was damaged and the cooling fan was noisy. As a result the main processor unit was replaced and the stylus and fan were replaced. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.